Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for headaches reported via the manufacturer¿s representative (rep) they last felt stimulation on (B)(6) 2017. On (B)(6) the consumer fell and landed face first than on their elbow and knee and ended up hitting the device which was implanted in the chest area. The last time the device was charged was on (B)(6) with recharging statistics showing all dates of 01-01-00 followed by all 0¿. It was reviewed the last six charging sessions were 01-01-00 which indicates the battery was overdischarged and there was currently no communication able to be established with the implant using the recharger or the clinician programmer. As of (B)(6) no troubleshooting was performed since the ins was overdischarged and the consumer didn¿t bring their recharger with the cause of the loss of stimulation being due to the overdischarge. The consumer was going to call the rep. When they wanted to set up a trickle charge appointment. Additional information was received via a manufacturer representative from a health care provider regarding the patient on (B)(6) 2017. It was reported that there was an overdischarge due to patient compliance. A trickle charge was performed and the power on reset message was cleared. After the message was cleared, impedances were checked and showed cont acts 0,2,3, and 4 greater than 10,000 ohms (high impedances). The patient reports that he has had several falls and does not know the dates. The patient was reprogrammed to the bottom of the lead, and the patient is going to reach out the manufacturer representative if it is not effective. The issue was resolved at the time of the report. No surgical intervention was planned or performed. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.